Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving morphine 0.5mg/ml at 0.2mg/day via an implantable pump. The indication for use was spinal pain indications. The healthcare provider reported that on (B)(6) 2022 the patient had their first pump fill post implant. The patient was started at 0.2 mg/day and the patient had a "violent" reaction of overdose. The symptoms did not begin until 24 hours after that initial fill and all programming was confirmed correct. The company representative reported they were called to go to the hospital by the implanting physician because it seemed like the patient was getting too much medication despite being started at a low dose. They went to the hospital and programmed the pump to minimum rate mode. Per the reporter the healthcare provider suspects the compounding pharmacy may have prepared a drug concentration of 5mg/ml instead 0.5mg/ml. The healthcare provider stated they believe there was an issue with the mixing of the drug (0.5 mg/ml) as the patient did not have any issues with the trial dose so they are going to do a removing system contents procedure to rid the system of the old drug. They are doing micro-dosing. The patient has currently been on min rate until the drug change can be performed. They are going to program the pump back to normal infusion today.